Manufacturer narrative:
Investigation summary: three photos were attached for evaluation. There is a piece of what appears to be black, compacted plastic dust on the needle therefore failure mode is verified. Parts are air-veyed from one operation to the next. Plastic dust accumulates, and compacts to form a ¿skin¿ in the air-vey pipes. This piece appears to have broken loose from one of the air-vey systems.the air-vey systems are cleaned weekly, and at product changeovers. No further action is required at this time. A device history record review was completed. Assembly batch 8026972 had 117 visual inspections performed on 5,850 parts with zero defects noted. Cleaning was performed 17 times during the assembly of this batch. Assembly batch 8050721 had 155 visual inspections performed on 7,900 parts with zero defects noted. Cleaning was performed 22 times during the assembly of this batch. No quality notifications were written for this batch, nor for the associated assembly batch. Investigation conclusion: parts are air-veyed from one operation to the next. Plastic dust accumulates, and compacts to form a ¿skin¿ in the air-vey pipes. This piece appears to have broken loose from one of the air-vey systems.

Event description:
It was reported that foreign matter was noticed on the bd¿ general use sterile hypodermic needle and needle hub. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was noticed on the bd¿ general use sterile hypodermic needle and needle hub. There was no report of exposure, injury, or medical intervention.